Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-jul-2023 / lot#: 17409364-1276, UDI #: (B)(4), device available for evaluation: no, mfg date: 01-jul-2018, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found at home unresponsive, and the patient was pronounced dead by the emergency medical services (ems). A computerized tomography (CT) scan performed shown signs of a ¿mural thrombus¿ of the outflow graft which required the patient to run the vad speed very low. It is unknown if this was truly a thrombus in the outflow graft, a compression between the graft and the gortex, or a collapsing of the graft. It was noted that the pump had stopped running. The cause of death is believed to be related to multi-system organ failure.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the vad and the associated outflow graft were not returned for evaluation. Review of the available autolog's report which revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2021. One (1) low flow alarm was logged on (B)(6) 2021 at 09:44:46. Additionally, two (2) vad disconnect alarms were logged on (B)(6) 2021, most likely due to a physical disconnection of the driveline from the controller. As a result, the reported ¿pump stopped running¿ event was confirmed. Information provided by the site indicated that in addition to the pump stop event, the patient expired. The cause of death was reported as multi-organ failure. Of note, it was reported that a computerized tomography (CT) scan revealed signs of a ¿mural thrombus¿ of the outflow graft. A compression between the outflow graft and the foreign graft, which had been placed by the surgeon around the outflow graft at the time of implant, was suspected. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to the outflow graft compression by the foreign graft, constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and poor vad filling. Per the instructions for use, device thrombus, multi-organ failure and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft lot# 17409364-1276 h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.